Event description:
It was reported that the customer was having a difficult time connecting to the carelink website. His blood glucose was 329mg/dl at the time of reporting, which he treated with a bolus dose from his insulin pump. Updating his browser and java settings enabled him to access carelink. Customer agreed troubleshooting on his insulin pump regarding his high blood glucose. The insulin pump appeared to be working properly and did not have any physical damage. He was further advised that he would be sent a tubing clamp and that he should call back to continue troubleshooting once he received the part. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.